Event description:
This spontaneous report of a non-serious, unlabeled event (injection site discoloration) is being submitted as a 10-day report. A female consumer reported that she received injections of restylane injectable gel (injectable dermal filler) into the area extending from the corners of her mouth to her chin (approximately 3/4 inch) bilaterally in 2007. An unspecified topical anesthetic and an unspecified injectable anesthetic were administered pre-procedure. No additional procedures were performed at the time of restylane treatment. Medical history included seasonal allergies, allergy to aspirin, and hypertension. Concomitant medications included unspecified antihistamines and lopressor (metoprolol tartrate). On the same day, the patient developed slight redness at the injection sites (injection site erythema). Approximately 2 to 3 days later, the patient developed "shadowing that looks like bruising" at the injection sites. On the following month, the patient was evaluated by the injecting physician, who reportedly observed discoloration at the injection sites (injection site discoloration), which he described as not bruising. As of eleven days later, the event had not resolved. The restylane lot number and expiration date were not reported.